Event description:
It was reported that allegedly the patient's precice nail would not lengthen. The physician revised the nail with a new precice nail without incident.

Manufacturer narrative:
A visual inspection of the returned precice nail was observed to be undamaged. An inspection of the x-ray images of the internal components revealed a flattened anti-jam washer. A functional check with the erc and high speed magent did not distract the nail. However, it was confirmed that the nail ditracted intra-op. The nail was determined to jammed due to repeat retraction from improper use of the erc.